Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During disassembly, of the device, as part of uno remediation project a burnt six pin harness was discovered. The affected component is returning to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During device disassembly, a burnt six pin harness was observed. The third-party service center confirmed a burnt connector during device evaluation. There was no evidence of foam particles or degradation. The device log files were also downloaded and reviewed in full. No actionable errors were identified. The device was corrected/repaired. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Sections d4 (UDI) and g1 (contact office) have been updated.